Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a feeding set. The customer states that the purple tip on the bag came loose from the g-tube. Due to it detaching and leaking during the night, while the pt slept, the pt entered a diabetic coma. Pt had to be rushed to the ER. The pt was able to return home. The customer further reported that the bag leaked from where the tubing comes out of the bag and heads to the pt. Customer has experienced several bag leaking issues that did not result in any medical consequence to pts.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway, upon completion the results will be forwarded.